Manufacturer narrative:
This report is submitted on may 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness and poor performance with device use and subsequently was administered oral steroids (date not reported).